Event description:
The dental implant fx4510swc was removed on (B)(6) 2018 due to failure to osseointegrate 3 months and 14 days after implantation. The patient required bone augmentation during surgery. The doctor noted periodontal disease during explantation. The patient has no significant medical history but is a tobacco user. The patient has recovered without complications.